Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. Upon investigation, the front therapy electrode was severed and missing from the cable. The root cause for the missing therapy electrode was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
Electrode belt sn (B)(4) was returned and failed incoming functionality testing.